Manufacturer narrative:
It was initially reported, the device's sensor board and oxygen blending module board were replaced to address the issues. The device's system board was also replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board and oxygen blending module board were replaced to address the issues.